Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, endometriosis, paratubal cyst and burning micturition. Concomitant products included tramadol for pain as well as gabapentin (neurontin) since (B)(6) 2008, medroxyprogesterone (depo provera), paracetamol (acetaminophen) since 2001, pregabalin since (B)(6) 2016, tramadol hydrochloride (ultram) since (B)(6) 2008 and vicodin (norco) since (B)(6) 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2007, the patient experienced menorrhagia ("abnormal menstrual bleeding, prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure (ess205) was removed on (B)(6)2016. On (B)(6) 2016, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Per pfs: all symptoms have resolved post removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion complete pelvic ultrasound with endovaginal revealed essure coils can be visualized. They are best seen in the cornual portion of the tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (ess205) (batch no. 620741) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, endometriosis, paratubal cyst and burning micturition. Concomitant products included tramadol for pain as well as medroxyprogesterone (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2007, the patient experienced menorrhagia ("abnormal menstrual bleeding, prolonged menses/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure (ess205) was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia, alopecia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Per pfs: all symptoms have resolved post removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion complete pelvic ultrasound with endovaginal revealed essure coils can be visualized. They are best seen in the cornual portion of the tube. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: back pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 29 year old patient. Patient demographic was added. Her concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion and removal date was updated. Essure lot number was added. Concomitant medication was added. Following events: abnormal bleeding (vaginal) and lower abdominal pain were added. She had recovered form all the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal menstrual bleeding, prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with essure successful removal). Essure (ess205) was removed in (B)(6) 2016. In (B)(6) 2016, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure (ess205). The reporter commented: essure was successfully implanted, without complications. Plaintiff has been lefft with abdominal deformity and severe large scarring. Since the essure removal surgery, plaintiff has reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2007: result not provided. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.